Event description:
Patient revised to address pain, polyethylene wear noted.

Manufacturer narrative:
No products were returned for examination. Product information required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported polyethylene wears without the devices to examine; however, polyethylene wear after 20+ years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.